Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a set screw with a rounded socket. Analysis was performed and no anomalies were found.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was attempted but not used during the implant procedure. When the physician attempted to secure the lead to the header the characteristic "clicks" were not heard when turning the setscrew. The screw was turned the opposite direct, but the screw was attached to the screwdriver. The device was removed and replaced. No patient complications have been reported as a result of this event.